Event description:
A report was received that the patient underwent a pocket revision due to discomfort caused by the ipg rubbing against the patient's belt line. The physician relocated the ipg higher and the patient was reportedly doing well following the procedure.